Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was not functioning properly and was completely black. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) touchscreen was unusable and completely black. Despite good faith efforts (gfes), no response has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, d1, d4 (version or model #, catalog # & unique identifier (UDI) #).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) touchscreen was not functioning properly and was completely black. There was no patient harm or injury reported.